Event description:
It was reported that the pt was experiencing occasional withdrawal symptoms including increased baseline spasticity and itching, which were occurring a couple of times per week and lasting approx 12 hours. An indium study was performed over a 72 hour period; results were not reported. Additional troubleshooting was being considered to evaluate a possible catheter malfunction. Final pt outcome was not reported.